Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 482 mg/dl; cause was unknown. A correction bolus was delivered via the pump to initially address bg. At the hospital, the customer was treated with intravenous fluids of saline and insulin to treat the elevated bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged on december 5th, 2025 with the issue resolved and no permanent damage.